Manufacturer narrative:
\Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2010-00398. The field service representative (fsr) verified that the roller pump display intermittently blanks out when he tapped on the membrane panel. The fsr downloaded the data logs for further evaluation. He removed the suspect roller pump, installed a loaner roller pump (s/n (B)(4)) and performed a release test. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump display faded out. After agitation, the display came back on. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.